Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: (channel) ch-tube and jet( j-tube) clogged with foreign materials - not ejected nor removable. Several corroded items found. The following findings during inspection were noted on the device: due to corrosion on plug unit, a noise image occurs. Micro connector unit in s-connector has corrosion due to water leakage. Circuit board unit in s-connector has corrosion due to water leakage. (Scope)sc cover unit has corrosion due to water leakage. (Scope) sc-case unit has corrosion due to water leakage. -sw1 has a cut. -sw3 has a cut. -aw-cylinder has discoloration. -grip is shaved. -forceps channel port found shaved. -r/l knob has a scratch. -the cover of lg-bundle is damaged. -due to a cut on heat shrinking tube of (forceps elevator) fe lever, expected insulation capacity cannot be obtained. -lg-cover glass has a dent. -due to damage on a-rubber, insulation resistance value at distal end does not meet the standard value: -due to clogging of j-tube, normal water supply is not performed -ig protector has a scratch.-c-cover is deformed. -objective lens noted shaved. -lg lens has a scratch .-adhesive on a-rubber has a crack. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during reprocessing, the device channel is partially obstructed and does not pass washing and the machine gives alarm. According to the reporter, during an emergency procedure, the customer used a glue. Customer reported that the issue had no impact on the procedure and no harm or injury was caused to the patient and operator. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to injecting medical glue via endo therapy accessory during procedure or mishandling endo therapy accessory when pulling it may have made medical glue adhere to the auxiliary water channel opening or inner wall of the biopsy channel. Olympus will continue to monitor field performance for this device.